Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator submitted log files for review on 21may2026. They also stated that they had to provide the patient with two system controllers. Upon review, log files captured emergency backup battery (ebb) fault alarms on 07may2026. It also appeared that a system controller was exchanged which correlated to the time of the alarms. The vad device appeared to be functioning as intended before the controller was exchanged. Further review of log files on 15jun2026 also captured a driveline disconnect event followed by a driveline reconnect event on 07may2026, before the final driveline disconnect when the system controller was exchanged. The cause of these events was unknown.